Event description:
The patient reported that there was shocking, this was occurring intermittent. Shocking off and on even when it was off. The patient kept implantable neurostimulator (ins) on but would turn it off. The patient stated that they fall, loose balance, and that they fell last week. The shocking was about a month ago, (B)(6) 2016. Other relevant medical history includes other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.